Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The reported event cannot be confirmed since the device remains implanted and is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. There was no indication or allegation of a device malfunction contributing to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Through review of the article, "transatrial transcatheter tricuspid valve-in-valve technique" by dr. (B)(6), the following event was identified as pertaining to an edwards device: this (B)(6) year-old female patient with a 33mm carpentier-edwards valve implanted in the tricuspid position for approximately 13 years, underwent a valve-in-valve procedure due to stenosis (mean gradients 14 mmhg). A 29mm sapien xt valve was implanted within the surgical valve using a transatrial access. It was noted that the patient expired at pod #9 due to heart failure, sepsis, and clostridium difficile colitis.